Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 29 occurred during the load process. Blood glucose was 160 mg/dl. Reportedly, the customer to load a new cartridge onto the pump, and declined further follow-up from tandem technical support regarding the reported issue.